Manufacturer narrative:
Additional 510k number: k962106. Device not returned for evaluation.

Event description:
It was reported that the implant could not be removed from the fixture mount. The doctor placed another implant. Tooth location 19.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One ha-coated spline® implant was returned for inspection with corresponding transfer mount and mount screw. Visual inspection revealed moderate wear about the threads, collar, and internal threads. The mount screw is fractured, and the other half is caught in the drive feature. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental spline® twist¿ implants 8962 rev 2-06/16. Implant placement for threaded 3.25mm spline implants after the implant is seated at the desired level, unscrew the implant driver mount by disengaging the retaining screw with the 0.050¿ hex drive seating tool. The driver mount countertorque tool or hemostats may be used to prevent rotation of the implant during driver mount removal. The external hex of the countertorque tool engages the hex socket of the driver mount. A hole in the end of the countertorque tool allows the long hex drive seating tool to be passed through the countertorque tool and engage the retaining screw. While holding the countertorque tool in a fixed position, disengage the retaining screw by turning the hex drive seating tool in a counterclockwise direction. When using hemostats to prevent rotation of the implant during driver mount removal, the external flats of the driver mount are gripped with the hemostats and either the long or short 0.050¿ hex drive seating tool is used to remove the retaining screw. Remove the driver mount from the implant body. Both the mount and the retaining screw are disposable products, and should be discarded. Caution: take precautions to prevent the driver mount from being aspirated by the patient. The part was functionally tested, and the tines of the mount were able to align with the implant. The reported event could not be recreated, but may have led to the condition of the device as returned. The returned mount screw was noted to be fractured and stuck in the implant. Since a device malfunction was observed during inspection, the complaint is considered confirmed. A singular cause cannot be determined. UDI: (B)(4).

Manufacturer narrative:
The product was returned for evaluation.